Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify but unable to duplicate the reported issue. After clearing the codes, proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined. The device was subsequently returned to the customer.

Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, it was observed by the service technician that their device had logged an event code in the memory which is related to a potential issue of the device deliver energy. There was no patient use associated with the reported event.